Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It has been reported that a pt for 2 months, had red inflamed peristomal skin. The wear time for the appliance is reported for less than 1 day. The cleaning and wear routine was discussed with the pt. The pt revealed they were using products with an expiration date of july 2006. The pt was advised to f/u with their healthcare provider if the issue does not resolve, also discussed was appliance change procedures and not to use expired products. Alternate products were sent to the pt. Pt outcome was not reported.